Event description:
The facility reported that a system message occurred when patient was already under anesthesia. One procedure was cancelled. There was no patient injury.

Manufacturer narrative:
The company service representative examined the system. During cassette testing (prime) a system message displayed. The transducer plate was replaced. The system was tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.